Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. A 4.00mm x 15mm nc emerge balloon catheter was advanced for dilation. However, during initial inflation at 8 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with another of same device. No patient complications nor injuries were reported and the patient was in good condition after the procedure.